Manufacturer narrative:
Upon reassessment, flow rate failures +5% to + 15% would not lead to the harm of a patient. The reported flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Reference to complaint # (B)(4).

Manufacturer narrative:
Intuvie received a report indicating that the pump failed flow testing at (B)(6). The specific failed flow-rate values were not provided, and the device will not be returned to intuvie for evaluation. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed at mckesson; however, no additional information regarding test conditions, flow results, or contributing factors was available for review. CAPA-zm2023-07 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint #: (B)(4).

Event description:
Intuvie received a report indicating that the pump failed flow testing at (B)(6). The specific failed flow-rate values were not provided, and the device will not be returned to intuvie for evaluation. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed at mckesson; however, no additional information regarding test conditions, flow results, or contributing factors was available for review. No patient involvement was reported.